Manufacturer narrative:
(B)(4) - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Correction - lot number was changed from 20328k1 to 20306k1. Evaluation summary: the device was returned for analysis. It was observed that the control wire at the control barrel was not attached. The attachment point of the control wire into the control barrel shows a slight bend, confirming the wire was bent inside the control barrel. There appears to be a disbond of the two components. This would cause the vessel locator wings not to deploy after plunger depression, translating into the reported loss of arterial access and failure to deploy vessel locator wings experience. The control wire was measured to approximately 13.8 inches. The garage tube was displaced to verify the clip placement on carrier tube. The clip was present. While a search of the lot history record for this specific lot indicated no related non-conformance records and a similar incident query in the complaint database indicated no similar events, based on an expanded investigation, a possible product issue related to the control wire detachment was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se with a 5fr sheath, after an percutaneous transluminal angioplasty procedure. Reportedly, the locator wings did not open, the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.